Manufacturer narrative:
The reported event that the patient had an infection could be confirmed based on the information provided by the surgeon. Usually for infection complaints expanded investigations are performed to assure that neither the complained device nor all related manufacturing (e.g. Monitoring, sterilization validations tests) process steps (and beyond that) could have caused the event; even when the product is delivered as non-sterile. After rechecking the initially provided information that the infection is not related to the complained implant, it was determined that no related manufacturing (e.g. Monitoring, sterilization validations tests) process steps caused the event. Therefore the checklist of the investigator was deemed not required in this case. Based on the statistical evaluation there are no indications for any systematic design, material or manufacturing related issues. The complaint is added to the complaint trend.

Event description:
It was reported that a custom cranial implant was removed from the patient on (B)(6) 2016, due to infection. Original date of service is unknown.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. Device was discarded at the facility.

Event description:
It was reported that a custom cranial implant was removed from the patient on (B)(6) 2016, due to infection. Original date of service is unknown.